Manufacturer narrative:
The device was returned for evaluation. It was reported that the left side l3 creo mis tulip on a l3-l4 construct had disassociated from the screw shank. The initial posterior fixation surgery was performed 2 months prior to revision case on (B)(6) 2025. Reviewing the DHR's, the implant were stated to be made from the correct materials. According to the sales rep, the patient with no post-op pain came in for a routine visit where it was discovered that the l3 screw had disassociated with the screw shank. Upon observation of the returned creo mis tulip, the inner one-piece clamp was observed to have only one side of the clamp flush with the bottom of the tulip and the other side in a slight angle. This could suggest that the rod may not have been evenly lock down during final tightening. Since the modular screw shank that dissociated from the creo mis tulip was not returned, we cannot determine the exact cause of the reported issue with the available information.

Event description:
It was reported that screw using, patient had surgery 2 months ago and returned with left side hardware loose. L3 tulip was not attracted to screw shank.